Manufacturer narrative:
The defective product is not available for investigation. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: device is breaking in the middle while in use. No pt injury reported.